Manufacturer narrative:
The reason for this revision surgery was dislocation after 3 months, 14 days in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there has been 1 prior complaint against this part number with similar failure mode pertaining to "dislocation". This is the first complaint reported for the incident lot# 53957758b. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined; the surgeon did indicate there was too much offset. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to pt experiencing instability and a dislocation the surgeon determined there was too much offset. (B)(4).